Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient weight - (B)(6). Device was not implanted, device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after a heart catheterization, the angio-seal closure device failed. Manual pressure was held. Additional information was received on 15aug2019. The procedure was a left heart catheterization. The sheath size used was a 6fr. There was a great deal of femoral calcification, difficulty advancing guide wire and catheter. The angio-seal failed to deploy as expected. A pre-deployment angiogram was performed. Manual pressure was held after the angio-seal attempt. The patient was in stable condition. There was no medical or surgical intervention required due to the reported issue with the angio-seal closure.